Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose of 300mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 29-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed that the basal program was manually changed on the day of the alleged complaint. The pump was exercised for 24 hours with a 1.0u/hr basal rate; at the end testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. The keypad buttons were found to be appropriately responsive. The original complaint of a history/settings issue was unable to be duplicated.